Event description:
A home patient contact baxter's technical service center stated the pt line was closed during home prime. Baxter's technical service center instructed the pt to discard supplies and start over with a new set-up. No pt injury or medical indicated at the time of the initial report.